Manufacturer narrative:
The recipient reportedly presented with chronic pain and redness prior to revision surgery. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The external visual inspection revealed silicone damage on the top cover and the electrode was severed near the fantail prior to receipt. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The device passed the electrical tests performed. The residual gas analysis test was unable to be performed due to damage during failure analysis. This device was explanted for medical reasons. The device passed the electrical tests performed. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Additional treatment details regarding the recipient's pain will not be provided. The external visual inspection revealed silicone damage on the top cover and the electrode was severed near the fantail prior to receipt. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical test performed. The residual gas analysis test was unable to be performed due to damage during failure analysis. This device was explanted for medical reasons. The device passed the electrical tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The results of the recipient's allergy test indicated a weak inflammatory infection and minimal traces of propionibacterium acnes were found. The recipient's pain resolved post explantation, however, pain recurred 15 days after. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced a non-auditory sensation and pain with and without device use. The recipient's device was explanted. The recipient's pain has resolved.